Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, taste disturbance and inguinal hernia repair. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included headache, hyperplasia, pelvic adhesions, nabothian cyst, ache and pain. Concomitant products included cefazolin, duloxetine hydrochloride (cymbalta) from (B)(6) 2016, fentanyl, iron, oxycodone, pantoprazole sodium sesquihydrate (pantoprazole sodium) from (B)(6) 2012 to (B)(6) 2016, paracetamol (acetaminophen) and venlafaxine hydrochloride (effexor) since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), sensitive skin ("allergic or hypersensitivity reaction type: odd skin sensation"), anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: anxiety") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), gastritis ("gi conditions/ gastrointestinal or digestive system condition type: gastritis") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain had resolved and the abdominal pain, back pain, hypersensitivity, gastritis, fatigue, hormone level abnormal, sensitive skin, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, gastritis, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, sensitive skin, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain , bleeding ,allergy and other injury/symptom . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s)(unspecified) results: bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:pelvic pain, vaginal bleeding, gastritis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs&mr received reporter information, new event added vaginal bleeding, anxiety, depression, sensitive skin, weight gain, vaginal pain and event updated psycho injury event updates anxiety and gi condition update to gastritis. Event severity and outcome added. Medical history and concomitant drugs were added. Lab test name update. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, hypersensitivity, psychological trauma, gastrointestinal disorder, fatigue and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, gastrointestinal disorder, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pain , bleeding ,allergy and other injury/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s)(unspecified) results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: plaintiff fact sheet received, reporter information, patient demographic, lab data, essure indication, stop date and previous event injury deleted and new event pelvic / abdominal pain, back, menorrhagia (heavy menstrual bleeding), psych injury, gi conditions, fatigue, hormonal changes were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.